Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) procedure was completed on (B)(6) 2016. While the surgeon was inserting the lag screw and impacting the plate using an impactor; the guide shaft in the coupling screw became damaged and bent. There was a three to five minute surgical delay. The surgeon elected not to use the guide shafts and coupling screws as he was able to complete the procedure successfully with no patient harm. This complaint involved three (3) guide shafts and two (2) coupling screws. All parts were assessed for reportability; however, the only issues were with the three (3) guide shafts. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity 1); unknown lag screw (part # unknown, lot # unknown, quantity 1), unknown impactor (part # unknown, lot # unknown, quantity 1). This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed for the three (3) guide shafts as they show bending and deformation of the distal end. A device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The guide shafts were received with significant deformation of the distal tabs in the direction of insertion. Slight off axis bending of the shaft was also observed on two of the three devices. Indents and scraping was noted on the shaft of each device. The balance of the device is in functional condition. Thus, the complaint conditions for the guide shafts are confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices are already deformed. The returned parts were determined to be suitable for their intended used when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. These devices are intended for use during lag screw insertion in the dynamic hip and dynamic condylar screw (dhs/dcs) system. The lag screw would be inserted with a dhs or dcs side plate for fixation of the proximal or distal femur. Information concerning recommended use is provided per the dhs/dcs system technique guide. Per the technique guide there are optional instruments available for tapping during procedures involving strong dense bone. The technique guide also describes that the tabs of the guide shaft should seat into the slots of the lag screw and to firmly insert the guide shaft/lag screw assembly into the wrench until it stops. This ensures proper application of torsional force. A review of the current design drawing / manufactured revision (where the lot number is known) for the coupling screw and the guide shaft was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The damage sustained by the returned guide shafts is consistent with the prongs of the guide shaft being exposed to torsional forces beyond the plastic deformation limit of the material. However, given the unknown circumstances at the time of the deformation a root cause cannot be definitively determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.